Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.00x16mm synergy drug-eluting stent was advanced to treat the lesion. However, the shaft of the stent separated prior to deployment. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was fine.